Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture; the lead was dislodged. The physician elected to take no action at this time. No patient symptoms were reported.

Event description:
New information noted that the lead was capped and replaced successfully on (B)(6) 2017. The patient did not have any symptoms during or post procedure.